Event description:
It was reported that during a liver resection procedure, the reload experienced set-up issues prior to firing, the jaws will not open at all. A new reload was used to resolve the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload had a full staple complement. The clamping mechanism was deformed. Functional testing found that the reload was loaded into a representative handle, clamshell and adapter. The reload communication with the handle was verified and the reload was recognized as new. The reload was removed. The reload was loaded into a representative instrument. The interlock was overridden and the reload was applied to test media. All staples were placed, and test media was cleanly transected. The interlock was tested and found to function properly. The jaws opened and closed without difficulty. It was reported that the jaws will not open. The reported issue could not be confirmed. The product analysis noted evidence that the device was not used as intended. The evaluation detected an unreported condition: deformed clamping mechanism that has no relationship to the reported condition. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: always select a reload with the appropriate staple size for the tissue thickness. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. The use of curved tip reloads is contraindicated on tissue or structures that cannot fit completely within the jaws proximal to the transitional angle of the curved tip. In case of a curved tip reload, ensure that the tissue/vessel to be transected does not extend beyond the black cut line on the reload. The device will only cut to the black cut line. Tissue contained within the jaws distal to this line will not be transected. The curved tip reload cannot be used for blunt dissection with the in troducer attached. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.